Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory with the dade innovin reagent. On (B)(6) 2018, the result from the meter was >8.0 inr and the customer withheld her coumadin. On (B)(6) 2018, the customer retested and the result from the meter was >8.0 inr. The customer continued to withhold her coumadin. On (B)(6) 2016 at 07:30 am, the customer retested and the result from the meter was >8.0 inr. The customer went to the went to the laboratory based on the elevated result and continued to withhold her coumadin. On (B)(6) 2016 at 09:00 am, the result from the laboratory was 4.4 inr with venous blood. There was no allegation of an adverse event. There was no treatment and the customer was 'stable". The customer continued to withhold her coumadin based on the laboratory result. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no bleeding, and no bruising. There were no symptoms of high blood pressure. The customer's therapeutic range was 2.0 - 3.0 inr. Relevant retention test strips (lot 294151) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested with a liquid quality control. Testing results: qc 1: 2.6 inr. Qc 2: 2.6 inr. Qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.0 - 3.0 inr). All measurements were without error messages. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.